Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe did not cut and was pulling the vitreous during a procedure. The cut was increased and subsequently re-primed the probe; however, the performance did not improve. The product was replaced and procedure completed. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
G.6.: corrected data. This file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
15-sep-2017 08:13 am. Additional information provided in b.5., d.4., and h.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon who indicated the procedure was completed with no patient harm.

Event description:
Additional information was received from the surgeon who indicated the procedure was completed with no patient harm.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe was pulling vitreous instead of cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Supplemental medical device report (smdr) # 04 is being filed to correct a blank field in the previous smdr # 02. Date received by manufacturer (g.4) is being corrected from blank to 09/15/2017. The manufacturer internal reference number is: (B)(4).